Event description:
Procedure: hysterectomy. Reportedly, the surgdon had a difficult time getting the device to cut tissue. Because of this the procedure became lengthy and an unspecified amount of addtional bleeding occurred. The doctor then had a difficult time removing the device from the trocar and it was at this point that he realized something from the device was hanging form the bottom of the jaw. The hanging piece did not disengage into the cavity, but it was not returned for evaluation with the device. The doctor used instruments he was more familiar with to complete the procedure. Aside from the mentioned results there was no reported injury.